Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), to report that his onetouch ultraeasy meter displayed apply sample messages after the blood has been applied and unknown error messages. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter had occasionally shown error messages and sometimes kept showing the apply sample message after the blood had been applied. He reported that both of the issues occurred again on the evening of (B)(6) 2017, when he made several unsuccessful attempts to obtain a blood glucose result. The patient manages his diabetes with insulin which he self-adjusts. He denied making any changes to his usual diabetes management routine after obtaining the error messages. He reported that 10-20 minutes later, he developed symptoms of ¿perspiration and shaking¿. He reported that he self-treated his symptoms by eating glucose tablets and drinking lucozade. He denied using any other device to check his blood glucose levels. At the time of troubleshooting, the csr confirmed that the meter was not being used for the first time. The csr noted that the patient had used the correct test strips and he described the correct testing steps. The test strips completely drew in the sample of blood. The csr walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Perspiration and shaking, after obtaining allegedly inaccurate error messages on the subject meter.